Event description:
Reason for revision: patient complained of pain in right hip. Surgeon removed the corail stem that was loose with only fibrous attachment.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion and justification status: from the communicated elements, it was carried out: a DHR analysis (for the corail stem); an x-ray analysis. DHR analysis (for the corail stem): the DHR analysis of batch 2492166 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. X-ray analysis (performed by (B)(4)): it is not possible to say what lead to the revision of this device. The stem is reasonably positioned, no earlier x-rays are provided for review to know if the stem has moved or if there was always gap between the collar and the bone. The shell has some version, inclination is acceptable. There are radiolucent lines proximally and some scalloping of the bone in the mid and distal sections, no earlier x-ray was provided for comparison. There is a possible leg length discrepancy as the lesser trochanter below the contralateral. The cup is positioned slightly superiorly to the contralateral. The root cause is undetermined. It is not possible to say what caused the need for revision of this device from the limited information provided. It not possible to say if there is a manufacturing fault. None was reported by the complainant. It is likely in this cases that an unknown combination of several factors occurred such as patient factors, surgical procedure, surgical process and implant design.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.